Event description:
A customer reported that their aeds battery pack was depleted. They reported that this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the device with the customer identified that the customer was just given this AED, and he was not aware of the maintenance requirements of this device. As a follow up with the customer, the proper maintenance of this device was reviewed.